Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The adaptor coupling was fractured from the drive chain. This device failed due to wear. A manufacturing review was performed and there were no discrepancies found relating to the reported event. No further investigation required. Complaint information provided by distributor, (B)(4). Foreign as event occurred in (B)(6).

Event description:
It was reported during an unknown patient procedure that the inner part of the handle of product is broken. The procedure was completed successfully and no adverse events were reported as a result of the malfunction.